Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there was an issue with the pump's battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/22/2015 with the following findings: due to continuous use of the pump, the black box data and histories for the date of the event have been overwritten. The current black box data showed no evidence of a battery life issue. The battery voltages in the black box were within normal specifications. The pump's current draws all measured within specification. There was no intermittent connections or moisture damage observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.